Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and found that there was a defective wash valve in the fluid distribution manifold and replaced it which resolved the issue. The cause of the leak is attributed to a malfunctioning valve. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that reagent probe b in a unicel dxc 600i synchron access clinical system was leaking and they were getting level sense errors when trying to load reagent. The customer also noticed the leak while doing maintenance. The customer was wearing personal protective equipment (ppe) consisting of glasses, gloves and a labcoat at the time of the event. No injury or exposure was reported. Per customer, there were 2 suppressed results so the customer reran all samples on another dxc instrument and confirmed no erroneous results were generated.